Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - it was reported per medwatch that a patient was admitted to the facility because of a guidewire that had been previously retained during a PICC procedure in the patient's left arm. It was said that the guidewire fragment had been retained five months earlier. The guidewire reportedly was lodged and endothelialized into the microvasculature of the patient's upper left arm. The fragment was left in place after interventional radiology attempted to retrieve it.